Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Surgeon revised a hemi hip originally done in 2009 due to pain. He revised the hemi head and sleeve to a stryker ras and mdm. The medial wall was thinned.

Manufacturer narrative:
An event regarding pain involving a other hip head was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated "in an elderly osteoporotic female, hemiarthroplasty articulating with the host acetabular wall will develop acetabular osteoarthritis and/or protrusio after eight years in situ. For this reason many surgeons favor a primary total hip arthroplasty for management of femoral neck fractures. There is no evidence this clinical situation resulted from factors of faulty hemiarthroplasty component design, manufacturing or materials." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the patient was revised due to pain & thinning of medial wall. The provided medical information was submitted to a consulting clinician who indicated "in an elderly osteoporotic female, hemiarthroplasty articulating with the host acetabular wall will develop acetabular osteoarthritis and/or protrusio after eight years in situ. For this reason many surgeons favor a primary total hip arthroplasty for management of femoral neck fractures. There is no evidence this clinical situation resulted from factors of faulty hemiarthroplasty component design, manufacturing or materials." If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon revised a hemi hip originally done in 2009 due to pain. He revised the hemi head and sleeve to a stryker ras and mdm. The medial wall was thinned.